Event description:
On (B)(6) 2013, the patient reported seeing insulin in the cartridge compartment of her infusion device. She stated that she thinks the insulin cartridge was leaking. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The insulin cartridge, infusion device, infusion set, and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The received used cartridge visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.